Manufacturer narrative:
H10. H3, h6: the device, intended for use in treatment, has been returned for evaluation. A visual inspection reported defects to the outer case. The functional evaluation found the coin cell battery along with the main lithium battery were depleted requiring replacement. No faults were found with the device alarm system, the device performed within expected parameters. A relationship between the device and the battery events have been established, however the alarm issue could not be replicated. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution. Complaint history for the reported events has been reviewed, revealing further instances. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance, therapy will still be delivered. The renasys touch has two batteries, the main battery is rechargeable. The coin cell battery maintains time and date settings if the main battery is depleted. The 4006, message is displayed when the coin cell battery becomes fully depleted, the device will not function and will not charge. The lithium ion re-chargeable battery, contained within the device is subject to a limited number of charge cycles, battery failure occurs when it has reached its life expectancy. It is not possible to determine the exact cause of how the damage occurred. However, factors that are known to contribute to this type of issue, included mishandling, drop damage, improper storage and the use of harsh abrasives and cleaning products, as noted in the instruction for use. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the device was found to be unable to start up correctly and presented a critical error displaying the message "4006 failure", besides the pump is alarming full canister alarm and the front and back enclosure are broken. No patient harmed and no injury reported because this was found during service and repair.